Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient with previous corneal pathology. (B)(4).

Event description:
The reporter indicated that the surgery implanted a 13.7 mm vicmo13.7, -17.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vaulting, elevated iop, and significant reduction of irido-corneal angles was noticed. The surgeon decided to observe the patient as the patient is asymptomatic and is happy with visual acuity. On (B)(6) 2017, the patient's bcva is 20/30, ucva is 20/40, and iop is 15 mm hg without treatment.